Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system log files and system history. The system was installed in 2008 and this failure happened after 13 years of operation. Upon investigation, the involved customer service engineer (cse) identified an issue with two printed wiring boards (pwbs) (d115 and d510) and the cable from d115 to d510. Based on the information provided by the cse, the technical experts opinion is that the issue of the d115 is due to a loss of the capacitance leading to a short circuit which occurred with a loud noise. In this case the d510 was also destroyed with the short circuit. Both pwbs and the cable were replaced by the service engineer and the system works as specified. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold and no further corrective action is necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dta system. During an interventional procedure, the user heard a noise from the equipment room. The procedure was continued and completed on an alternate system. The onsite service personnel found burned out cables in the equipment room. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.